Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3095-10, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4); product ID: 3093-33, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). All codes apply to the interstim, product ID: 3095-10, and product ID: 3093-33. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient had site pain and there was a planned explant. There were no further symptoms and complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that three weeks ago, in (B)(6) 2018, when the patient put their foot up to dry their toes in the shower, the ins slid in their body so they couldn't get up. They went to the ER and was given morphine and a cortisone shot. They had the device checked and it showed it was off, but the device had moved. It was reported that when they originally went in for surgery, the weekend before (B)(6) 2018, they broke out and were having an allergic reaction right over the ins site. The healthcare provider noticed this, gave them hydroxine, and sent them home to clear this up before they removed the system. It was noted that this did remove the rash and the patient had it removed on (B)(6) 2018. It was further reported that since the surgery they have been in pain and have a¿ big hole in where the back meets the crease of their butt at the top;¿ they have a lot of loose skin there. It was recommended that they follow up with their healthcare provider, and the patient stated that their next appointment was on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.